Event description:
Surgery: cystoscopy, laser lithotripsy. Partial retained foreign body in left kidney from damaged laser fiber tip (lot #:0000010598). Physician could not remove foreign body due to the small size of object. Physician stated she will try to remove the foreign body in a week. Otherwise, surgeon states this foreign body will eliminate itself upon urination. Event documented as occurred and laser fiber was isolated. All like laser fibers on shelf identified and removed. Rep was notified. This is not a known complication. Flexiva tractip 200 laser fiber tip.